Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(6). Additional information: blade tip did not fall into the patient.

Event description:
It was reported that during an unknown procedure, the titanium tip broke after the pre-run test. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition with the blade intact and not broken off as reported. The device was tested with gen11 and was functional. There were no anomalies noted with the functionality of the device. It could not be determined what may have caused the incident reported. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.